Event description:
(B)(4) - it was reported by the consumer's father that he has fallen out of the 9xt mechanical wheelchair on three occasions. The patient was not using the straps because he had concerns about positioning it, and in case he would slump forward, if the chair would flip over on top of him. Additionally, it was specifically stated that there was no patient injury.

Manufacturer narrative:
(B)(4). Three reportable complaints were created because of different events dates were reported, (B)(4).